Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The non tortuous lesion in the mid left anterior descending artery (lad) was predilated with a 2.5x 25 mm balloon. The physician advanced the taxus express2 2.75x28mm drug eluting stent but was unable to reach the target area. Another wire was placed and the physician made several inflations with a 3.0mm balloon and a 3.5 mm balloon to predilate the area. The stent still would not reach the lesion. After several balloon inflations and multiple attempts of inserting and removed of the catheter, a serious dissection of the proximal lad occurred. The physician chose a taxus express2 3.5x16mm drug eluting stent to repair the dissection, but it would not reach the target area. The physician made the decision to send the pt for bypass surgery, but then decided to make another attempt to repair the dissection. The physician was able to place a 3.5x18mm driver stent in the proximal lad to treat the dissection. A 3.0x20mm liberte stent was then placed in the mid lad to successfully complete the procedure. No additional pt complications occurred. Pt status is reported to be satisfactory.